Event description:
Customer reported that after a recent candela service, a patient had some whole circle and crescent shaped blisters during a laser hair removal procedure.

Manufacturer narrative:
Service found the calport reading low from nominal by 26.6%. This would account for higher than expected energy being delivered. After assessing associated factors, it was concluded that the most likely cause of the problem was the service representative made an error in recalibration of the laser.